Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product not returned to manufacturer.

Event description:
It was reported that the doctor placed the implant and tried to place the healing collar (hc345) but it would not seat. It was also reported that the implant is still in the patient's mouth.